Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. Customer stated she was sick for the majority of the day and blood glucose level was 450 mg/dl. She removed the infusion set and found the cannula was bent but the insulin pump did not alarm no delivery. Customer changed the set and treated with manual injection. The high pressure test was performed and the insulin pump passed. Customer was advised to monitor the device. The insulin pump would not be replaced or returned for analysis.